Manufacturer narrative:
The device has not been returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer skin graft mesher was not working properly and it was impossible to move the graft through the device for perforation. Additional clinical info determined that the issue occurred during surgery. The initial graft that was harvested was deemed unusable and required that a second graft be obtained. The additional graft was harvested and an alternate mesher device was used to complete the surgery resulting in a delay of 30 minutes.